Event description:
It was reported that the customer received a battery out limit alarm from his/her insulin pump after changing the battery. The insulin pump then froze. Standard troubleshooting was performed. The customer changed the battery several times and the insulin pump was still frozen. The blood glucose level was unknown at the time of the event. The customer was advised to revert to a back-up plan. The product was returned. Nothing further was reported.

Manufacturer narrative:
The unit powered up properly after battery installation. The unit was received with operating currents within specification. No unexpected battery out limit alarms noted. The unit was received with intermittent buttons due to corroded keypad traces. No frozen screens were noted. The unit was received with minor scratches on the lcd window.